Event description:
On (B)(6)2014, the reporter contacted animas and alleged that on 10/03/2014, the patient experienced a blood glucose (bg) over 600 mg/dl with diabetic ketoacidosis. It was reported that the patient had been ill for a week prior to the reported incident. Reportedly, the patient remained on the insulin pump and was treated by their healthcare provider in the emergency room with insulin via injection, IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the patient received an empty cartridge alarm and did not respond appropriately. This complaint is being reported because the patient allegedly experienced a hyperglycemic event related to use error in not replacing the empty cartridge in a timely fashion.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.